Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the gantry door would not close and had occurred multiple times. After 3d imaging was taken during the procedure, the imaging system was removed from the bed to the corner of the operation room, a buzzer-like beep sound occurred after unloading the shift wheel. The buzzer sound persisted even after restarting. The sound stopped when the brake was released multiple times by holding the drive handle repeatedly. In addition, the event that the gantry door does not close occurs during cleaning up. There was no impact on the patient outcome. Additionally it was stated that the medtronic representative visited the facility on the event day. The gear in the gantry door was out of alignment, gear was adjusted. The rep finished corresponding the event after confirming the normal operation of the product.

Event description:
Additional information was received. It was confirmed that the gear being out of alignment was the cause of the reported issue.

Manufacturer narrative:
B5) additional information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.